Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient's two infusion sets tubing were disconnected from the infusion set. The patient stated that on (B)(6) 2020, he had deployment issues with 20 infusion sets and the patient was unsure but stated that the blood glucose level was between 54-500 mg/dl. However, it was stated that the patient replaced the infusion set and resumed insulin successfully. No further information available.